Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had atrial fibrillation (af) and received internal cardioversion via the ICD. The shock impedance measurement was less than 20 ohms. A boston scientific field representative reviewed the arrhythmia logbook and found other episodes of oversensed noise on the rv channel along with code 1004 indicative of shock into a shorted lead and code 1007 indicative of charge time greater than 45 seconds. Surgical intervention was performed. The ICD was explanted and will be returned for evaluation. The rv lead was surgically abandoned. Besides surgical intervention there were no adverse patient effects reported.